Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes the tubes underfilled. The following information was provided by the initial reporter: this product is a 3.0ml serum tube, but they have discovered that it isn't drawing 3.0ml. It is only drawing about 2.1ml. One photo is a syringe filled with the volume that the vacutainers are drawing up to show the volume is not 3ml. The other is a tube on the left with the volume they are drawing. The tube to the right was manually filled with 3ml and is clearly more filled.

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes the tubes underfilled. The following information was provided by the initial reporter: this product is a 3.0ml serum tube, but they have discovered that it isn't drawing 3.0ml. It is only drawing about 2.1ml. One photo is a syringe filled with the volume that the vacutainers are drawing up to show the volume is not 3ml. The other is a tube on the left with the volume they are drawing. The tube to the right was manually filled with 3ml and is clearly more filled.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes d.4. Returned to manufacturer on: 08-dec-2023. H.6. Investigation summary: 10 samples and 2 photos were returned by the customer in support of this complaint. The photos were evaluated and do show the customer¿s failure mode of underfill. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 sample tubes were draw tested. All tubes were within specification limits. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.